Manufacturer narrative:
Unit passed self test and displacement test. Unit display properly. No display anomaly noted during testing. Unit had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had display was damage and unable to read. The blood glucose at the time of the incident was unknown. The device will be returned for analysis.